Event description:
Event description guidant received information that this rep ventricular lead was repositioned due to dislodgement. The dislodgement was found at a follow-up visit. The patient paces only 4% of the time, and had no adverse effects due to the pacemaker, or dislodgement. The patient is hospitalized for multiple problems.